Manufacturer narrative:
The unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window, cracked case at reservoir tube window corners, stained end cap sticker and stained keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and reservoir compartment had crack. The customer's blood glucose level was unknown. The customer was advised that to discontinue the use of insulin pump and revert to the back up plan. The customer will return insulin pump for analysis.